Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and met all release criteria. The closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. Post release of the closure device the patients blood pressure dropped. A transthoracic echocardiogram was performed and showed that the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. The patient was stable following treatment and was sent to the ICU to be continually monitored.